Manufacturer narrative:
H3, h6) the system was serviced in the field and it was determined the camera needed to be replaced. There was a camera fault screen present and a camera bump error. Codes b01, c08, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this system's positioning sensor unit (psu) had an amber light present and an "localizer faulted" error message. No patient was present. A technical services (ts) agent led the medtronic representative (rep) through psu troubleshooting. The ts agent had the rep enter the network device interface (ndi) toolbox and found the following messages: bump detected battery fault; bump detected, accuracy assessment recommended; internal storage temperature.

Manufacturer narrative:
Brand name ; product ID 9735821 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure.

Manufacturer narrative:
B5: correction made. H6: multiple fdd/annex a codes were previously reported. A1102 was coded for the localizer fault error message. A05 was coded for the amber light. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field. In summary, hardware parts were replaced. Previously reported codes, b01 and d15 are applicable as well as newly reported code, c19. The product ID: 9735821r, lot number: p900693, was returned to the manufacturer for analysis. In summary, the returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .499 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c08, and d02 are applicable as well as newly reported codes, c07 and c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.